Event description:
The pt was implanted with a left ventricular assist device (lvad). The surgeon reported that while the pt was in the hospital for fluid management due to dehydration, a review of the pt's historical data showed that, three days prior, the system controller had recorded "low voltage" and "low flow" alarms, pump speed at 7,000 rpms and flow at 0. These alarm conditions were preceded by a loss of power to the pump (pump stoppage). The pt's spouse had reportedly heard brief alarms, which resolved and the pt was asymptomatic.

Manufacturer narrative:
The pt remains ongoing on lvad support. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.